Event description:
It was reported that during cardiac resynchronization therapy defibrillator (crt-d) replacement due to normal battery depletion, the left ventricular (lv) lead new tests and measurements were noted to be inadequate. The lv lead exhibited failure to capture, high capture threshold, low amplitude measurements, low pacing impedance out of range and noise. A lead insulation damage is highly suspected and the physician decided to leave the lv lead implanted and in service due to the patient age and being pacemaker dependent, and to check the patient again to make a decision regarding the lv lead. No additional adverse patient effects. Additional information provided indicates that upon patient visit to the clinic, it was determined that the right atrial (ra) and lv leads were connected incorrectly to the device ports and they were reversed. The leads were connected appropriately and the case was resolved. The leads are performing as expected after the intervention. The ra lead model/serial number was unable to be obtained.